Event description:
Caller reported that the t:slim x2 pump battery would not charge, and a power source alert was present. There was no adverse impact to the customer's blood glucose level. The customer tried different wall adapters and charging cables without success, leading to tandem technical support's decision to replace the pump. The customer will use mdi as a backup therapy and was provided with instructions for pump storage and return processes. A replacement pump was sent with a requirement for signature upon delivery.